Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Subsequently leading to the customer experiencing an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.